Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired an umcrimped clip. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.